Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the surgeon encountered a vessel sealer extend (vse) instrument sealing failure. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse checked the system logs and found no errors related to the universal surgical manipulator (usm) 4 but discovered error 31010 on usm 2. The tse explained to the customer that this error could occur if the sterile adapter installation was incorrect. The customer asked if an amber led flashing error meant it was possible to fire or not. The tse explained that in some situations of amber led flashing, it was possible, but not in all situations. The customer continued with the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The surgeon experienced insufficient sealing with the vse instrument. The vse instrument had been used as usual, but the electric power output was suddenly unavailable. No errors occurred when the vse instrument issue occurred. During the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed, and the seal cycle completed with the fast audible tones as expected. No tissue effect was observed during the sealing cycle. The procedure was completed robotically with the same system. The same instrument was used to complete the procedure. No injury to the patient was observed. The vse instrument was unavailable for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) does not expect to receive the vessel sealer extend instrument for evaluation based on information provided from the customer. A follow-up MDR will be submitted if additional information is received.